Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The patient verified there were no loose connections, disconnections, or defects with the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then had the patient close all the clamps and cycle power to clear the error. (B)(4) advised the patient to discard the supplies and start over with new supplies. Product surveillance contacted the patient who explained the cause of the error was unknown. The patient verified there were no loose connections, disconnections, or defects with the supplies. The patient stated he notified his dialysis nurse and was able to continue therapy successfully. The patient was unable to provide the lot information. No injury or medical intervention was reported.